Manufacturer narrative:
Note: the left ventricular assist device (lvad) manufacturer is unknown.

Event description:
It was reported that noise from a left ventricular assist device (lvad) with some signals being over sensed and causing pacing inhibition was observed on the implantable cardioverter defibrillator (ICD). No changes were made. The patient was being monitored. The were no reported patient symptoms or consequences.